Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
Surgeon reported a bilateral case of very thin corneal flaps during a lasik procedure. The surgeon thinks the flap thickness was 70 microns instead of planned 120 microns. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Attempts have been made to obtain additional information; however, at this time no additional information has been received. No technical services were requested or performed for the reported event. System specifications, patient ocular history, and movement could contribute to the reported event; however they were not reported. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).

Event description:
Attempts have been made to obtain additional information; however, at this time no additional information has been received.